Event description:
It was reported that during a left temporal craniotomy procedure, the perforator bit punctured the dura. It was also reported that the procedure was completed, and there is no long term side effects to the pt.

Manufacturer narrative:
The device subject to this MDR has not been returned to manufacturer for evaluation as yet. Lot number info has not been provided to permit further investigation.